Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. Corrected data: (concomitant product) was updated from "nibp patient hose" to a blank field.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer called masimo clinical support was called to room (B)(6) at 0830. The nurse obtained vitals on a 2-1/2 mo. Infant and the masimo root, with welch allyn infant bp cuff and neo setting read the following: 113/72, map 86, pr 116. The nurse thought this was high for this baby and attempted to repeat but on subsequent attempts received a ¿nibp inflate timeout¿ message on the root monitor. Rn decided to let the baby eat and try again at 0930. Cs accompanied the nurse when she tried vitals again at 0930. Mom was holding the baby, infant cuff was placed on the child¿s upper l arm, but the root did not achieve a stable reading and gave a timeout error. We changed the cuff to a new wa infant cuff and tried again, same location, but again could not achieve a stable reading and received a timeout error. The baby was active, but not crying and not fighting the cuff placement, but arm was not completely still. After two attempts the baby was becoming more restless and the decision was made to stop trying and wait for the scheduled readings at noon. The patient was discharged before this could be done however. Clinical engineering was called to perform their testing of the root monitor. No patient impact or consequences were reported.